Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Additionally, high pacing thresholds and high out of range shock impedance measurements were also observed. Troubleshooting options and a potential lead replacement were discussed. This lead remains in service. No adverse patient effects were reported.